Manufacturer narrative:
The reported lot # [8348625] was not found for the reported catalog # [364902]. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the luer-lok¿ access device holder of the bd vacutainer® with the pre-attached multiple sample adapter could not be connected before use due to molding defects around the affected area. The customer reported 2 occurrences of this event. The following information was provided by the initial reporter: "llad could not be connected."

Event description:
It was reported that the luer-lok¿ access device holder of the bd vacutainer® with the pre-attached multiple sample adapter could not be connected before use due to molding defects around the affected area. The customer reported 2 occurrences of this event. The following information was provided by the initial reporter: "llad could not be connected."

Manufacturer narrative:
Investigation summary: bd received samples, photo, and video from the customer facility for investigation. The photo and video were evaluated and the customer¿s indicated failure mode for a connection issue with the incident lot was observed. Evaluation/testing of the customer samples was performed; however, a connection issue was not observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: based on evaluation of the customer video and photo, the customer¿s indicated failure mode for a connection issue with the incident lot was observed. However, evaluation/testing of the customer samples was conducted and a connection issue was not observed. Root cause description: based on the investigation, the root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.